Manufacturer narrative:
The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the olympus china there was the possibility that the reported phenomenon was attributed to the accidental failure of the camera head or camera cable. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified timing the error e221 which indicated that the subject device communication was failed occurred. There was no report of patient injury associated with this event.